Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the customer rebooted the station and attempted to recover the drawer; however, the recovery was unsuccessful. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer found that drawer 6 was not detected on the bus. The fse inspected the drawer components and found that none of the light emitting diode (led) lights on the board were lit. The drawer controller board and bus control controller board were replaced, after which all appropriate led lights were illuminated as expected. The drawer was configured, and the customer was asked to test it, with no issues noted during testing. The system functioned as intended after the field service engineer repaired the device.